Manufacturer narrative:
Physio-control evaluated the device and the device data and verified the reported issue. Physio determined the cause of the reported issue was worn battery pins. After replacing the battery pins, normal device operation was observed through functional and performance testing and the device was returned the device to the customer for use.

Event description:
The customer contacted physio-control to report that their device screen went to black and the device unexpectedly reset itself while attempting to charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Further evaluation of the device data determined that the customer was operating the device off of a battery that was five years old. The lifepak 15 operating instructions recommend that customers replace their batteries every two years. Old batteries can have a high internal resistance and using them can result in an unexpected shutdown. Therefore the primary root cause of the reported issue was use of an old battery. The worn battery pins likely also contributed to an increased the resistance along the input power path, and were a contributing factor to the unexpected shutdown. After replacing the battery pins the service technician observed normal device operation through a performance inspection procedure (pip) and returned the device to the customer.

Event description:
The customer contacted physio-control to report that their device screen went to black and the device unexpectedly reset itself while attempting to charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device screen went to black and the device unexpectedly reset itself while attempting to charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.